Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: 1.carto 3 rmt system: model #: m-5830-01, serial #:(B)(4). 2.non biosense webster - 8fr short st. Jude medical sheath. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for premature ventricular contractions with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the mapping phase in the right ventricle, the patient became hypotensive and a pericardial effusion was confirmed via intra-cardiac echocardiogram. Pericardiocentesis was performed yielding an unknown amount of fluid. No transseptal puncture or ablation were performed. It is unknown if the patient required extended hospitalization related to this event. The patient was reported to be in improved condition at the time of this report. The physician's opinion regarding the cause of this event is that it was procedure related. An 8fr short st. Jude medical sheath was used in the right femoral vein. The patient did not receive anticoagulation during the procedure. There were no error messages observed on the biosense webster equipment during the procedure. There were no complaints of malfunction for any biosense webster products used during this procedure. Settings during the event include: flow setting 2ml/min when the catheter was in the body. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for premature ventricular contractions with a smart touch unidirectional catheter. During the mapping phase in the right ventricle, the patient became hypotensive and a pericardial effusion was confirmed via intra-cardiac echocardiogram. Pericardiocentesis was performed yielding an unknown amount of fluid. No transseptal puncture or ablation were performed. It is unknown if the patient required extended hospitalization related to this event. The patient was reported to be in improved condition at the time of this report. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.